Manufacturer narrative:
Eval summary: the customer's reported condition of fail code 810:11 was confirmed. A field corrective action has been initiated.

Event description:
The facility reported a fail code 810:11. The hosp rep stated that there have been no reports of any pt incident involving this pump since the last baxter svc event. No add'l info is known.